Event description:
It was reported that a user on ilet experienced a low blood glucose event after announcing a small meal and subsequently observed a discrepancy between cgm and bgm readings, with cgm showing a low near 69 mg/dl and bgm showing 93 mg/dl; troubleshooting and education were provided, including rapid-acting carbohydrate treatment per protocol, review of ilet reports, and verification with a blood glucose meter. Symptoms included no clinical manifestations of hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without medical intervention or assistance. Investigation included coaching to verify glucose with a meter, assessment of sensor-to-meter variance, and review of device data synchronization and report interpretation. Investigation of this case revealed a cgm-bgm discordance of about 30 percent with transient low readings, while the device issued low alerts and the event resolved with oral carbohydrates and without device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.